Event description:
A customer reported that diluent leak was noticed on coulter lh500 hematology analyzer when the unit was switched from the auto mode to the manual mode. The customer indicated that the diluent dripped from what appeared to be the rinse block down the front cover of the unit but not onto the floor. The operator was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is a spill clean-up procedure in place at the facility, and the operator followed it. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Service was dispatched on (B)(6) 2012 and the field service engineer (fse) replaced kinked tubing at pinch valve (pv49), red stripe tubing on the top of the rinse block fitting, vacuum tubings at pinch valves (pv26 and pv40) and adjusted rinse block. Service activity performed was verified to per established procedures, and the results met published performance specifications. The leaked fluid may have contained blood, erythrolyses, stabilise diluent, clearing solution and clenz (cleaning agent). A definite cause of the event is unknown, but may be attributed to kinked tubing at pv49, tubing on the top of the rinse block fitting, and vacuum tubings at pinch valves (pv26 and pv40).

Manufacturer narrative:
(B)(4).